Event description:
The device was used during an unspecified procedure. Reportedly, the device was difficult to remove from the application site. The surgeon resected tissue on the pt side to remove the device. The hosptal has reported the pt's status as satisfactory.